Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the flow only gets to level one (1) and takes a long time for the high flow insufflation unit. The issue occurred during procedure, completed with same device without delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated, and the customer's allegations was not confirmed. During the examination the unit passed all functional test. The investigation on is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.